Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the tubing set. Dialysis nurse reports a one time dose of vancomycin and tobramycin administered as a precaution. Patient reports no ill effect, effluent has remained clear. There is a sample available for evaluation.